Event description:
One site using blood bank/blood donor software version 5.2 and one site using version 5.23 reported that when a test which updates the "bad" file (%abr, %elu, %abi, %agi, %pb) is resulted in "bop" grids, the free-text comments in the "general comments:" field were deleted or replaced with a free-text cross reference. No pt harm related to the issue was reported by either site.